Event description:
It was reported that the charging cable had melted and fused onto the mobile transmitter. No intervention was reported, and the mobile transmitter was replaced. There was no patient consequences reported.